Manufacturer narrative:
Problem code for the reportable issue of sheath coating peeling. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the ureter/kidney during a flexible urs procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the sheath was inserted it was noticed that a piece of plastic is on top of the sheath. Reportedly, the piece of plastic detached inside the patient. The detached piece was attempted to be removed using a 1.9f basket but was unsuccessful and was left to pass naturally. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient was reported to have recovered well.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that both the dilator and sheath were bent in the middle. It was also noted that a material was placed at the tip of the device which is visually consistent to the remnants of the inner liner of the sheath. This failure is likely due to adverse factors and/or conditions related to the procedure during the use of the device which limited the performance of the device. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the ureter/kidney during a flexible urs procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the sheath was inserted it was noticed that a piece of plastic is on top of the sheath. Reportedly, the piece of plastic detached inside the patient. The detached piece was attempted to be removed using a 1.9f basket but was unsuccessful and was left to pass naturally. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient was reported to have recovered well.